Event description:
In early 2009, the patient's husband reported the patient has been hospitalized. On follow up with the patient, she stated she began feeling sick and was vomiting three days prior. The next day, she was taken to the hospital by ambulance where her blood glucose was "1500 mg/dl". She stated she was unsure what treatment she was given, but she was taken off her insulin infusion device. She stated she would "just rather give myself a shot". She said she had just begun insulin pump therapy six days prior to original date and up until the following three days, she was doing fine. She stated she has also been experiencing low blood glucose readings in the morning. On further follow up with the patient, she stated she was in the hospital for a week. She stated that prior to her hospitalization, she checked her blood glucose and it was 300+ mg/dl. She said she did not take any insulin and when she checked again, her reading was 500+ mg/dl. She said the next thing she remembers is waking up in the hospital. The patient said she will remain on insulin injections, as she does not feel comfortable with pump therapy. Product was requested to returned for evaluation.